Event description:
Boston scientific crm received info that one day post-implant procedure, this right ventricular (rv) lead had intermittent loss of capture (loc). The lead was successfully repositioned with improved measurements. To date, no adverse pt effects were reported.